Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed that the stabilizer was broken at 4cm from the distal end, the stent was partially deployed from the distal tip of the catheter, the delivery catheter was stretched at 11cm from the proximal end, and the delivery catheter was flattened in a number of locations to the distal 20cm section. There was evidence of blood within the catheter. During functional testing, the catheter was flushed and an attempt was made to advance the stabilizer to deploy the stent, however the stabilizer could not be advanced due to the damage noted. The stent was gently maneuvered and deployed, there was blood noted on the stent and there was no damage noted. As per the additional information, there were no anomalies noted to the device prior to use and the device was prepared as per the dfu. The device was returned and the damage noted to the device is indicative of the as reported event. It is probable that the device was damaged during the clinical procedure causing the as reported event. An assignable cause of procedural factors will be assigned to the as reported stent failed/ unable to deploy and to the analyzed stent partial deployment, stent delivery catheter stretched, stent delivery catheter flat, and stent stabilizer/ catheter friction. It is probable that the proximal end of the stabilizer was broken as a result of handling of the device during the clinical procedure, therefore an assignable cause of handling damage will be assigned to the as analyzed stent stabilizer broken/ fractured.

Event description:
Review of the investigation of the returned product on 10-january-2019, it was found that the stent was partially deployed. There were no clinical consequences to the patient.